Manufacturer narrative:
Device evaluation: no visual inspection was performed as the lens remains implanted. The reported complaint could not be verified. Manufacturing records review: as the serial number is unknown, the manufacturing records could not be reviewed. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provide instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
There is no indication that the lens was explanted. (B)(6). This report is being filed on an international product, intraocular lens (iol) model number pcb00v that has a similar product distributed in the united states, iol model no. Pcb00, which falls under PMA p980040. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the implantation of an intraocular lens (iol), the trailing haptic got stuck to the optic. The surgeon used forceps to separate the trailing haptic from the optic. Reportedly, the operation was completed safely. No patient injury was reported. No further information was provided.